Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article: "the first transapical transcatheter aortic valve-in-valve implantation using the j-valve system into a failed biophysio aortic prosthesis in a patient with high risk of coronary obstruction" authors dr. Jian ye, et al the following valve in valve event was identified as pertaining to an edwards device: a (B)(6)-year old male with a 25mm edwards valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of approximately 11 years due to symptomatic severe aortic stenosis (mean aortic gradient of 50 mmhg) secondary to calcified leaflets. No insufficiency was observed. A non-edwards valve was implanted within the disabled edwards valve with no intraoperative or postoperative complications. The patient had low coronary ostial height with the right coronary artery arising only 8.5 mm from the valve annulus and the left main coronary artery arising only 9.4 mm from the valve annulus and coronary artery bypass grafting performed at the time when the surgical valve was implanted.